Manufacturer narrative:
Exact date unknown, event occurred many years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16761077/17186310. Explant date: 2018.

Event description:
It was reported that the patient was experiencing inadequate pain relief and underwent an explant procedure. No further information has been obtained despite good faith efforts.